Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported that patient underwent a left total hip arthroplasty on (B)(6) 2010. Subsequently, patient underwent an orthopedic salvage procedure on an unknown date. A review of the invoice history confirmed the surgery date; however, an invoice could not be located to confirm the revision procedure and which components were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Upon review of additional information, the event was determined to be not reportable as the reason for revision was due to a loose competitor acetabular cage. The initial report should be voided.